Event description:
Report received of a patient injury. Reporter stated a patient fell while the airtap lc device was in use. Reporter stated on approximately (B)(6) 2024 the device was being used for a transfer from the interventional radiology table to a transfer cart. Reporter stated the device was not being used with a lift but was inflated to assist in the transfer. Reporter stated the device inflated correctly and did not malfunction. Reporter stated the patient was centered on the device but off centered on the table and when the device was inflated the patient fell off the side of the table. The reporter stated there are no side rails on the bed. Staff were present on the side of the receiving surface; however, no staff were present on the side of the sending surface which was the side from which the patient fell. Reporter stated the fall resulted in an unspecified injury that required hospitalization. Additional information has been requested.

Event description:
Multiple attempts to obtain additional information were made. Although requested, no additional information was received.

Manufacturer narrative:
The involved device, lot number, and photographs were not returned to aid in the investigation. Therefore, neither a visual/functional inspection, nor product history review could be performed. A labelling review was performed. The device instructions state "improper usage of the product can cause injury to the patient or healthcare provider. Operate the product only as described in this manual" and "always ensure the patient is centered on the glide sheet before inflating" and "always use more than one trained healthcare provider to laterally transfer, vertical lift transfer, or reposition a patient". The instructions were not followed in this instance, resulting in patient injury. The root cause of this issue is product misuse.